Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient never had therapeutic effect, and there had been a return of pain with the pump since 2000 when they switched from dilaudid to generic hydromorphone. The patient reported that the hydromorphone did nothing for relief and ¿made him sick.¿ the pump was used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Additional information was reported that the patient never had any pain relief, and dealt with it by sleeping after taking "xanax by the tons." Since 2000, the patient's body snapped when he moved and felt like a knife jabbed him in the spinal cord. It was noted that between 1960 and 2002 the patient's back was rebuilt with nuts and bolts. In 2000, the patient came out of the spine institute with dilaudid after he was complaining they were giving him the generic hydromorphone. It was noted the patient could not take generic drugs because he could not tolerate it. It was reported the patient had been this way since 1985 when he had a crushed leg. In 1960, they learned the patient could not tolerate generic medications. It was noted the patient died once on the operating table in 1960, had a stroke in 2000 and was "wired together with his sciatic and chewing gum" in 2000. It was noted the patient went from a wheel chair to a pair of crutches with the pump therapy. Additional information was received that the patient had a revision in 2005. The patient stated he was butchered during surgery. The patient mentioned a pump alarm. The patient's indication for use was non-malignant pain and failed back syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.